Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The mega needle driver instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. A review of system logs showed that the mega needle driver instrument was last used on system number sk3151 on (B)(6) 2020 and it had 6 lives remaining. A site history was performed and no related complaints were found. Based on the information provided at this time, this complaint is being reported because the mega needle driver instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although there was no patient injury reported, if this issue were to recur, it could cause or contribute to an adverse event. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is unknown.

Event description:
It was reported that during a da vinci assisted procedure, the mega needle driver had a loose wire. The procedure was completed and there was no report of patient injury.